Event description:
Same case as MDR ID # 2134265-2013-09184 and 2134265-2013-09182. It was reported that automatic pullback failure occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified left main coronary artery. During the procedure, the motor drive unit (mdu) was unable to perform automatic pullback. The sled and catheter were recognized with image. There was no mdu lcd display. The monitor went to sleep mode as the imaging processor had shut down unexpectedly. Touch screen control panel case buttons were greyed-out and cannot be activated. It was also reported that even though there was no display on the mdu lcd, the automatic pullback was still initiated. The procedure was completed with manual pullback. No complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).